Event description:
The customer reported that during a test of an MRI breast protocol with the new mammocoil on the philips pet/MRI, a pt was positioned on the coil and the table was moved into the MRI tunnel using the "travel to scanplane" button. During the movement of the table to the scanning position, the pt became trapped between the coil and the top of the bore. The pt indicated pain and was immediately removed from the bore. A few days later, the pt was diagnosed with a broken rib.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).